Event description:
The complainant reported that after impella cp was inserted, the staff was unable to doppler pulses on the left foot. Side port injection was performed revealing impella repositioning sheath was occlusive. External bypass was done utilizing existing right femoral artery sheath from percutaneous coronary intervention and connecting to a newly placed antegrade sheath on the left femoral artery. The patient expired after the family decided to withdraw care. Medical safety has reviewed the case and has stated that there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the limb ischemia was not determined. B.2 added required intervention due to health effect - impact codes on initial manufacturer device report number 1220648-2024-20851.